Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter was displaying results from the memory during attempted blood glucose testing. The medical affairs specialist (mas) spoke to the reporter on april 1, 2008, and was able to obtain/verify information. The patient tests her blood glucose 4 times a day. She tests before meals and in the evening. She takes an unidentified insulin to manage her diabetes. The reporter was unable to provide the details of her diabetes management regimen. The reporter indicated that the alleged meter issue started a few days before he called lfs on original date. He did not know what actions the patient as a result of the reported meter issue. On an unknown date/time after the issue began, the patient developed symptoms of shakiness and sweating. The patient administered self-care by eating something to raise her blood glucose and relieve her symptoms. During the time of concern, the patient was able to test her blood glucose using a meter from the reporter's uncle. Results of "65 and 75 mg/dl" were obtained. However, the reporter could not specify when the reported meter readings were taken. The patient did not receive medical intervention from a health care provider. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. It is unclear as to what duration the patient was unable to test and what actions she took in response to the alleged issue.